Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument broke prior to a surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The instrument was returned and examined, with photos and dimensional print inspected. Hardness was measured and found to be within tolerance. It was confirmed that it fractured at the tip; the broken piece was not returned. The device history record for item 00-5987-089-00 lot # 62768449 was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A complaint history review was performed for part # 00598708900. The search identified no other complaints for the same lot (62768449). Reported information states that the device failed prior to surgery; however, no other event details were provided. The attached package insert contained the following warning: do not subject instruments to high loads and/or impact as breakage can occur. Without the full event details we do not have enough information to determine the root cause for this complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.